Event description:
On (B)(6)2009, the primary surgery was performed at th8-l3 for congenital scoliosis. (Date unknown), it was found that both sides of the rods fractured at l1/l2. On (B)(6) 2010, the patient was revised. The surgeon stated that the fracture of the rods is due to the extreme stress from the intense dance that the patient performed. The surgeon is not requiring the investigation thus, the x-ray as well as the extracted rods were rejected accordingly.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.